Event description:
Device returned for analysis with report by hcp of "rotor stall, pump underinfusion, return of pain symptoms."f/u with hcp revealed pt experienced narcotic withdrawal-feeling very nauseated, vomiting, malaise and weakness. Rotor test showed rotor not moving. Pump replaced. Pt is feeling great with the new device.